Event description:
It was reported that the patient had a syncopal episode. During the episode, CPR was performed which resulted in the pacemaker falling out of the patient's pocket. The patient was admitted to the hospital but later transferred to another hospital. The device was explanted. The patient tolerated the procedure well and would be monitored closely.

Manufacturer narrative:
UDI(di): (B)(4). Initial reporter: company representative.